Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer miscalculated the number of carbohydrates consumed, and did not deliver a large enough bolus. The customer experienced an elevated blood glucose (bg) level of 445 mg/dl. To address bg level, the customer changed the supplies on the pump, and delivered a correction via pump and manual injection. The customer confirmed bg level would continue to be monitored and declined further assistance.